Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of repair history confirmed from the repair history that the similar repair was performed on 2021/4/14. The root cause cannot be conclusively identified. Based on the results of the investigation, it was confirmed that an image was not displayed due to the connector was damaged. It was surmised that the connector was damaged due to external force was applied to it. Instruction for use (IFU) states: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Event description:
As reported, connector issues bent pins where you plug in the paddle connector was reported. The issue found during an unknown event. There was no patient involvement, no user injury reported due to the event. Device evaluation found bent pins inside video connector causing no image when connected with the reference scope.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of bent pins where you plug in the paddle connector is confirmed. Evaluation found bent pins inside video connector causing no image with olympus reference ltf-vh scope. The video connector needs to be replaced. Unit has up to date main switch and s/w ver. 3.10. The failure found noted to be due to mishandling. Service repair advised the customer to use the scope properly and stated below: insert the pigtail straight and gently to prevent pin bending. Press the video connector latch while unplugging the pigtail to prevent damage to the latch.